Event description:
The caps for the 27g 5/8 in bd needles that are included in the manufacturer's kit of gattex were extremely difficult to remove from the needle, requiring the patient to use pliers to remove them. The 19g needles in the kit did not have this problem and worked as the patient was used to it. Patient has been on this medication for approximately 4 years without issue. The lot# of this kit is av23160aa. Ndc# or unique ID: (B)(4). Expiration date: 31-jul-2024.